Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. As received, the device was at elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The device was cut open and in-circuit battery voltage was measured to be at eri level. Additional testing was performed with new battery to verify functionality of the telemetry by reducing the battery voltage level. There was no anomaly noted. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity. The device is considered as normal battery depletion.

Event description:
During follow-up, premature battery depletion was suspected on the pacemaker. The event was resolved by explanting and replacing the pacemaker. The patient was in stable condition.